Manufacturer narrative:
The actual lot number of the (B)(4) device involved in this complaint was not provided. As the lot number was not provided; therefore it is not possible to establish if there were any devices from the affected lot numbers in stock at the time of the complaint investigation. The device involved in the complaint was not returned for eval; therefore the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the info provided a document based investigation was carried out. A definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy or progression of disease state, cook (B)(4) could not reproduce the actual conditions of device usage. The complaint info rec'd confirmed that all parts of the stent were retrieved. There was no harm to the pt reported. Based on the info provided, a foreign object did not have to be retrieved from the pt. No add'l med procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. Prior to distribution, all (B)(4) devices are subjected to visual inspection to ensure device integrity. The mfg records for the devices involved in this complaint could not be reviewed as the lot numbers were not provided. Resonance devices are used for temporary stenting of the ureter in adult pts with extrinsic ureteral obstruction. These devices are intended for one-time use. A 2 year review of the complaints history revealed that the complaints rate per quantity shipped is low for this rpn for this complaint issue. However, complaints of this nature will continue to be monitored for potential emerging trends. No corrective action is warranted at this time however customer quality assurance will continue to monitor for complaint trends.

Event description:
Attempted stent removal of a resonance metallic stent in a pt with a solitary kidney. Stent was not encrusted and using standard removal techniques with cystoscopic forceps the stents internal wire broke causing the stent to unravel. A sheath from another set was placed over the unraveling coil to aid in removal and protect the anatomy from trauma while the rest of the stent was removed. There was no encrustation on any part of the stent and all stent parts were retrieved. No harm to pt reported. Based on the info provided, a foreign object did not have to be retrieved from the pt. No add'l med procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.